Event description:
It was reported that the lead exhibited less than 200 ohms impedance in bipolar and 208 ohms impedance in unipolar. Programming was left in unipolar, and the patient would be reevaluated after six weeks.